Manufacturer narrative:
(B)(4). Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the dat test at 0.08750 inches. No device deficiency anomaly or under delivery anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was alleging possible under delivering. Customer¿s blood glucose was 300 mg/dl at the time of incident. Customer was treated with shots. Customer stated that the insulin pump had no delivery alarm. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis.